Event description:
Per the audiologist, the patient reported 'pain' and decrease in performance. The patient device was explanted in 2008, and the patient was reimplanted with a new device during the same surgery.